Event description:
My antigen test for covid-19 at (B)(6) came back as a positive. The next day, I got a second antigen test done there and it came back as negative and I also got a pcr test done which came back as negative the following morning. I have had no exposures to anybody with covid-19 and I am not experiencing symptoms, which leads me to believe the first antigen test I took was a false positive. FDA safety report ID# (B)(4).